Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual reported that their dbs therapy has never really worked for them. No further complications were reported. Additional information was received from the patient who reported that they had no changes in therapy unless the device was turned off. A healthcare provider (hcp) reported that they tried interrogating the device and multiple programming changes to resolve the therapy not working for the patient. The patient later reported that the ins did not help with walking. Five or six years after implant, the patient had bobbing/weaving issues that resolved when the patient's device was turned off for about three days. After that, it would come back worse. It was noted the implant helped them turn pages in a magazine that he couldn't do before. It was noted the patient had an appointment on (B)(6) 2017 to address their symptoms with an hcp. Additional information was received from the patient. It was stated that the patient has an appointment to replace the ins because it was not working.